Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a hepatectomy the clip did not shut down. Another device was used to complete the case. There were no adverse consequence to the pt.